Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant the right ventricular lead exhibited loss of capture, intermittent sensing, high pacing threshold, and high impedance. The connector pin was observed to be bent and the helix did not extend. The lead was not implanted and returned.